Manufacturer narrative:
The following devices have not been returned to the manufacturer. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This is three of three reports (3007042319-2015-04099, 3007042319-2015-04100 and 3007042319-2015-04101) submitted for devices related to the same.

Event description:
It was reported by the site from the patient observed the switching of different batteries from one port to the other before the batteries were down to <25% and also >25%, with noted pump stops. The switching was also observed while changing battery as there was switching to the empty port. It was stated that there were no effects on patient and they were doing fine the whole time. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of power disconnect alarms and premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Battery-(B)(4) was returned on (B)(4) 2015. (B)(4). Battery-(B)(4) was returned on (B)(4) 2015. (B)(4). Battery-(B)(4) was returned on (B)(4) 2015. (B)(4). This is one of three reports (3007042319-2015-04099, 3007042319-2015-04100 and 3007042319-2015-04101) submitted for devices related to the same. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.